Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No software error alarm noted. The pump was monitored for 24 hours, no blank display was noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolation tape damage noted on lcd board. The pump was received with cracked reservoir cracked case at display window corner.

Event description:
The customer reported via phone call of high blood glucose readings and software error from the insulin pump. The customer's blood glucose reading was 200-260 mg/dl. The customer had symptoms such as little bit of nausea. The customer gave herself an injection and changed her set twice. The customer stated that the alarm did not occur while changing the settings. The customer stated that the alarm did not occur right after a battery change. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.